Event description:
It was reported that the patient presented for a follow-up visit in the clinic with pocket infection. The physician explanted the system ¿ implantable cardioverter defibrillator, right ventricular lead, and right atrial lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Correction: the correct hospital name should have been (B)(6) hospital rather than (B)(6) hospital. The correct customer phone number should have been (B)(6), rather than (B)(6).

Event description:
New information received notes that the device pocket was found discoloration and swelling. It was believed that the infection was caused when patient was doing yard work.